Event description:
The grandmother reported that the customer had a low alarms on the insulin pump. The customer's blood glucose level was 220 mg/dl. The grandmother stated that the insulin pump is alarming low at 74 when the customer blood glucose level is 220 mg/dl asking what can cause this to occur. Check the customer calibration history and found out that she only calibrated once yesterday. The customer was advised and walk through the calibration of sensor. The patient was advised to monitor blood glucose level and sensor. The patient was advised to call back if needing further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.